Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp was unable to be implanted in the proper position due to unknown reasons. The lp was removed and replaced. The patient was stable.

Event description:
New information received indicated that the device could not be successfully separated from the delivery catheter when attempting to deliver it to its intended position.